Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that twice since (B)(6) 09, the date of the infusion device has changed and the total daily bolus amount has been incorrect a "couple" of times. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient also reported that the up and down buttons are difficult to press. The infusion device was replaced and requested to be returned for evaluation.